Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, - 14.00/+2.5/069 (sphere/cylinder/axis), in the patient's right eye (od). The lens was explanted on (B)(6) 2019 due to a cataract had developed. The patient had a lasik procedure after the icl surgery. The lens was discarded. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Patient code 3191: no code available (secondary surgery, lasik) should have been included in initial medwatch report. Method code: 4111 should have been included in initial medwatch report. Implant date: (B)(6) 2018. Claim#: (B)(4).